Manufacturer narrative:
(B)(4). The investigation results and conclusions, previously reported, remain the same.

Event description:
(B)(4).

Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint was not confirmed and a root cause was not able to be determined. A reserve sample was obtained the forward flow test was performed. Flow was achieved within specification and the test passed. During assembly of ops valves, all duckbill valves are to be squeezed and confirmed to open prior to placing them into the housing. Ops valves are also 100% leak tested in process, during which a flow test is performed to confirm the duckbill opens and allows flow in the correct direction. It is possible that the duckbill valve had slightly sealed itself shut during sterilization and over time; however, this was not able to be confirmed. The investigation of this anomaly is ongoing. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, the safety valve did not suck blood. The user facility was not able to vent the lv pressure of the patient using h130 with no slit. This event was initially determined to be non-reportable on (B)(6)2017. Terumo has issued a voluntary safety alert, 1124841-06/25/2017-001-c, on june 25, 2017. Blood loss of few milliliters. Product was changed out. Procedure was completed successfully.